Event description:
Patient reporting that pump sn (B)(4) will show high pressure alarm when they first attach cassette to pump while the pump is stopped. When pump is alarming the only way they can silence the alarm is to turn off pump. Patient confirmed alarm not due to kink in line or other issue as pump is not connected to patient. Advised we would send a replacement pump with order shipping out today and include a return box for pump with issue. No other information provided. Dose or amount: 9 nkm. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.